Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the power switch for the control panel had a short circuit. Additional malfunctions include the compressor was noisy, the zip ties for the manifold were replaced, the hose clamp for the manifold were replaced, and he manifold was sticking.